Event description:
The customer reported an intermittent "stator not on" error message. The x-ray tube stator is not on, and the tube's anode cannot rotate. The system will not operate with this error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cables. The system operates as intended.